Event description:
It was reported that a cartridge change error occurred. The customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Customer administered a correction injection to address the bg. The customer loaded a new cartridge to resolve the issue.